Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller (rac) and right master tool manipulator (mtm) to resolve the reported problem. The isi technical support engineer (tse) reviewed the system logs and suggested to check the rac cabling. The fse found a loose cable and reseated the cable to clear the errors. The system was tested and verified as ready for use. Isi received the rac involved with this complaint to perform failure analysis. The rac was analyzed and the customer reported complaint could not be reproduced. The rac was installed onto a printed circuit assembly (pca) test system, where it ran 10 times. Failure analysis power cycled the system and it sat idle for one hour. Failure analysis was unable to replicate the reported error. Isi also received the right mtm involved with this complaint to perform failure analysis. The mtm was analyzed and the complaint was not confirmed by failure analysis. The reported failure (recoverable faults) was unable to be reproduced, but could be confirmed as having occurred via the field error logs. During evaluation, errors 23, 30, and 23000 were observed in the logs. Visual inspection was also performed on the mtm. The mtm was installed onto a test system and powered up. No issues were found, and the mtm passed all tests that were performed.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the system had error 23 indicating that the right master tool manipulator (mtm) was faulting. The customer power cycled the system and the error reoccurred on power up. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs, which confirmed the wheel faults reported by the right mtm. The procedure was completed laparoscopically with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure conversion did not result in increasing port size incision or adding additional ports. It was confirmed that there was no patient harm, injury or adverse outcome.